Event description:
It was reported, the right ventricular (rv) lead was explanted, due to erosion in the pocket. And an unknown bacterial infection. Another system was implanted with no additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).